Event description:
During a total abdominal hysterectomy procedure, the staples did not hold. The surgeon applied another device to complete the procedure, the hosp has reported no pt injury occurred.